Event description:
It was reported that this implantable lead was an attempted implant in the left bundle branch (lbb) due to lead helix breaking off in the patients septum. A new lead was successfully implanted. No adverse patient effects were reported.